Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® sf nav bi-directional catheter and an internal components exposed issue occurred. When the catheter was removed from the packaging, it was noticed that there was a bend towards the distal tip of the catheter. It was observed that a wire was showing near the distal ivc electrode. The damage did not result in any lifted or sharp rings. The catheter was replaced, the issue resolved and the procedure continued. No adverse patient consequence was reported. The bend at the distal tip of the catheter was assessed as not MDR reportable. The internal components exposed issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30701255l and no internal action related to the complaint was found during the review this report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).